Manufacturer narrative:
The integrated electrosurgical unit (iesu) triggered error c-34 during power-on test. No issues were found during visual inspection. The iesu will be returned to the original equipment manufacturer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, a nurse called in almost finishing the surgery to report that generator was giving repeated error c-34. Prior to calling technical support they restarted the generator several times, had replaced monopolar cautery cable without success. Artemis logs confirmed several error c-34. The tse guided nurse to disconnect the power cord from the erbe generator, to wait 1 minute and to restart the erbe generator, but issue keeps coming back. Tse asked caller if they have a spare vio generator or force triad, but they did not. Tse explained to the caller that the faulty erbe generator needs to be replaced. Surgeon agrees to continue using only bipolar but is requesting field service because they have planned a second surgery for today in the afternoon. The procedure was completed as planned with no reported injury.